Event description:
It was reported that the patient missed her scheduled refill appointment due to being admitted to a nursing home. The patient experienced a change in therapeutic effect and might have had some withdrawal issues. It was indicated that the patient was admitted to a hospital, but nobody recognized what was going on. The patient then became very ill and had a ¿seizure activity¿. It was stated that the nursing home eventually recognized that the patient had a pump, but based on the reporter¿s calculations, the pump had already been empty for two weeks. It was reported that, at the time of report, the patient was stable and getting a refill, though the healthcare provider considered lowing the dose of morphine to 1mg/day. It was stated that the patient had been on a very limited narcotic including oral medications, though she did have pain. The hcp was also concerned that the pump would not be working properly. The device system was used to deliver clonidine and morphine.

Manufacturer narrative:
Product ID: 8575, lot# n182457, implanted: (B)(6) 2009, product type: accessory. Product ID: 8590-1, lot# n199219, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).